Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. During an atrial fibrillation case, a cardiac perforation was noticed in the patient. The physician noticed that there may have been a steam pop in the patient, and the patient's blood pressure then dropped. It is unknown how the cardiac perforation was confirmed. The medical intervention provided to the patient was a pericardiocentesis, and it is unknown how much fluid was removed. It was unknown at the time of the call if the patient was in stable condition. Additional information was received on 30-sep-2022. It was reported that the steam pop occurred towards the end of the procedure. The physician was on one of his final ablations. The generator parameters power control, the settings are unknown. The noted temperature on the last ablation was 16.8 degrees celsius. The impedance drop on the last ablation tag was about 17 ohms drop. The power average on the last ablation was 45 w. The length of the ablation session was about 14 seconds. The generator used was a smart ablate. A transseptal puncture was performed using baylis, nrg transeptal needle. The irrigated catheter flow setting was high flow: 8.30 ml/min & low flow: 2 ml/min. The correct catheter setting was selected on the generator and the pump was set to use automatic flow adjustment.force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability were set at impedance tag scale: 5-15, -local stability: maximum distance change: 3 mm, minimum time: 3 s, fot: 25%, -minimum force: 3 g & tag size:3.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The device evaluation was completed on 11-nov-2022. It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. Device evaluation details: visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30869648l number, and no internal action was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).